Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred.vascular access was obtained via the right brachial artery. The de novo, 85% stenosed, eccentric target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A significant bedn of <= 45 degrees was noted. Significant resistance was noted while advancing the 2.5x15mm maverick 2 balloon catheter to the lesion and the shaft broke into two pieces. The device was withdrawn with the guide wire and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. Vascular access was obtained via the right brachial artery. The de novo, 85% stenosed, eccentric target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A significant bend of <= 45 degrees was noted. Significant resistance was noted while advancing the 2.5x15mm maverick 2 balloon catheter to the lesion and the shaft broke into two pieces. The device was withdrawn with the guide wire and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a break in the hypotube. The break was located at 75.4cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. An examination of the balloon observed the balloon was not folded. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).